Manufacturer narrative:
(B)(4). The customer returned one unit of v5-10316 et tube,hvt,8.0,nova plus for investigation. The connector was not returned. Visual examination of the returned sample revealed that there is adhesive residue on the proximal end of the tube. No other defects or anomalies were observed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." The reported complaint of "hub disconnects during use" could not be confirmed since the connector was not returned. Only the et tube was returned. There was adhesive residue found on the proximal end of the tube but no damage that would appear to prevent the connector from staying connected to the tube. Since the connector was not returned, it could not be confirmed that the connector disconnects from the tube during use.

Event description:
Customer complaint alleges that "recently a patient that was nasally intubated, the hub disconnected and the tube was lost within the nare for a short period of time". It was reported there was no injury or consequence to the patient. The patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated with the evaluation results.

Event description:
Customer complaint alleges that "recently a patient that was nasally intubated, the hub disconnected and the tube was lost within the nare for a short period of time". It was reported there was no injury or consequence to the patient. The patient's condition was reported as "fine".